Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. When the device was removed, it was noted that the posterior foot was missing and remained in the patient. Manual compression was used to achieve hemostasis. The patient did not experience any adverse symptoms from the separated foot. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and foot separation appear to be related to a needle deflection due to interaction with the patient anatomy during plunger/ needle deployment. The subsequent treatment and foreign body (separated foot) left in patient appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.